Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head wasn¿t connecting to the tower. The issue occurred during preparation for use for a diagnostic procedure, there was less than a 2 minute delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Event description:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera head was not connecting to tower/no image due to faulty cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to manufacturing, which is a defect in the processes or systems used in the manufacture of the device. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" page 11. Olympus will continue to monitor the field performance of this device.